Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no unexpected grey display anomalies were noted. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that during insulin delivery they noticed their screen pixelate and wash out. The customer states the screen had come back to normal. The customer's blood glucose level at the time of incident was 270mg/dl. The customer states the display was flashing. The customer was advised the pump would be replaced and returned for analysis.